Event description:
It was reported that stent damage post-deployment occurred, resulting in additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced and deployed. Post-deployment, an attempt was made to advance an unknown small balloon; however, the balloon got caught on the deployed stent failed to cross, possibly due to a calcium module that had gone unnoticed. The physician noted an abnormality on the cine imaging and performed intravascular ultrasound, which showed a segment in the middle portion of the stent without visible stent struts. The physician then did stent boost and noticed the stent struts were sticking out on cine imaging. The affected segment was covered with an additional stent, and the procedure was completed. There were no patient complications.